Event description:
Doctor attempted to place a clip on the gallbladder. The clip was placed. One side was placed longer then the other rather then evenly placed. This caused the clip to be nonfunctional. The clip was then removed and a new ligamax was open and used, which worked correctly. No harm was caused to the patient.